Event description:
It was reported the patient had stimulation in the wrong location. It was noted the device was zapping their lower legs and was barely in their back where she needs stimulation. It was further noted the lying right setting at 5.6v ¿zapped the crap¿ out of the patient¿s knees and thighs. It was noted the patient was reprogrammed last tuesday and since then they had been in ¿massive pain.¿ the reporter stated they went in today and it was like the device was not on and it does not work. It was noted the manufacturing representative went over the device settings with the patient. It was further noted the patient thought ¿the whole thing is a scam and they want it out.¿ the reporter stated their healthcare professional (hcp) would not take the device out and the hcp stated they had to give it 3 months. The reporter further stated the manufacturing representative reprogrammed the device and they would try it. It was noted the patient stated that lying down usually gave them some relief, but the stimulation was ¿way too strong¿ that they were going to reset the device. It was further noted the patient was able to decrease stimulation. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).